Event description:
A left knee arthroscopy was being performed. (1) 3000ml of solution was used on the procedure and the 2nd bag was starting to be used. The physician assistant on the case noticed that the arthroscopy pump was continually running. Tubing was disconnected from the pump and then reconnected. This seemed to help. It appeared that there was fluid extravasation into the tissue.====================== manufacturer response for arthroscopy pump tubing, flocontrol (per site reporter).====================== the actual pump has been returned to the manufacturer. The tubing is still at our hospital. The vendor does want to examine the tubing.